Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers began to scroll on the display without input during a bolus. The insulin pump alarmed for a button error. The blood glucose reading was 116 mg/dl. Customer did not recall any significant event leading to the alarm. He also reported that the battery life was shortened. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing. No button error alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.